Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed self test. After battery installation unit gave an unexpected partial display with horizontal lines. Pump was cut open during visual inspection and found a cracked lcd controller. Test unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked retainer, label damage(peeling/faded/stained), cracked case on the battery tube side, cracked case corner of belt clip rails, and broken battery tube threads. Missing segments/partial display confirmed due to cracked lcd controller. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, and broken battery tube threads were noted. Retainer ring damage confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1760kpk. Troubleshooting was performed. Customer reported that pump was dropped and the damage was not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1760kpk was requested for return and customer has returned the device.